Event description:
Customer reported that the numbers on the screen of the insulin pump started ramping when trying to set up a bolus. Customer stated that he removed the battery and changed it and the up arrow button does not respond. Customer was in the in rain and got wet. Blood glucose value is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarm noted. All buttons functioned properly. However, the pump had moisture damage on the keypad traces. The pump had a bleeding lcd glass, cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the lcd window.